Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported that on an unknown date, patient underwent implant removal due to their fracture having healed. During the procedure, one (1) screw was identified as broken and almost all the screws where loose. A variable angle- locking compression plate (va-lcp) distal radius plate was also removed. The procedure went well. This report is for a 2.4mm titanium (ti) va-lcp 2-column volar distal radius plate. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.111.620, lot: 1l73380, manufacturing site: mezzovico, release to warehouse date: 04 oct 2018, lot 1l73380 was manufactured from blank 60062493 lot 1l67194. Manufacturing site: mezzovico, release to warehouse: 19 sept 2018, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: x-ray reviewed: the provided x-rays do not allow for any determination of the root cause. H3, h6: a product investigation was conducted. Visual inspection: the returned va-lcp-2-column distal radius plate was visually inspected; the va locking holes present strong signs of use; the damage is consistent with the device¿s use. Functional test/ dimensional inspection: functional test was performed with the returned locking screws; no irregularities were noted. The va locking screws could properly be locked in the undamaged va screw holes of the plate. Document/specification review: the returned va-lcp-2-column distal radius plate was manufactured in oct 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Summary: the returned va-lcp-2-column distal radius plate is in used condition presenting strong signs of use in the four upper va locking holes. The functional assessment could be performed at the undamaged va screw holes; the va locking screws could properly be locked ¿ no irregularities were noted. However, the complaint condition of the va locking screw being loose could not be reproduced. In addition, no conclusions could be drawn if a torque limiter was used during implantation surgery. The review of the production history revealed that this plate was manufactured october 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. A definitive root cause was unable to be determined with the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: the revision surgery occurred on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.